Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was stuck in the device. Visual and tactile analysis noted no irregularities on the shaft of the device. The inner shaft could not be inspected for size due to the guidewire being stuck inside the catheter. Dissection of the catheter tip and the catheter shaft revealed that the teflon on the guide wire had scrapped off during the procedure and occluded the guidewire bushing causing the guidewire to stick inside. Visual inspection also showed that the device was operated over the distal coils on the guidewire, when this took place the distal cutter stuck on the coils causing the guidewire to contribute to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the catheter stuck on the guidewire. The target lesion was located in the superficial femoral artery (sfa). A 2.4mm jetstream catheter was selected to be used with a 300 non bsc guidewire. During removal of the catheter from the body, it got stuck on the wire. The physician just pulled the wire and the catheter as one unit. The procedure was completed with balloon angioplasty and stent implantation. No reported complications and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter stuck on the guidewire. The target lesion was located in the superficial femoral artery (sfa). A 2.4mm jetstream catheter was selected to be used with a 300 non bsc guidewire. During removal of the catheter from the body, it got stuck on the wire. The physician just pulled the wire and the catheter as one unit. The procedure was completed with balloon angioplasty and stent implantation. No reported complications and the patient is fine.